Event description:
Livanova received report that a s5 erc tubing clamp gave "arterial clamp defective" error message and possibly also another error during service. Reportedly, as the open clamp button was pressed, both the open and close clamp function buttons disappeared from the screen. The clamp remained closed. The user manually opened and closed the clamp and the two buttons reappeared. The issue did not recur. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Livanova received a report stating that the erc open and close buttons disappeared from the cp5 control panel during the procedure, just after the open button had been pressed by the perfusionist. The clamp was manually opened and closed and the issue was fixed: the open and close buttons reappeared on the cp5 control panel. The error message "arterial clamp is defective" came up on the screen when the issue occurred. The unit was user for the entire procedure without showing any other malfunctions. No patient / user affected. A livanova field service representative was dispatched to the customer facility. The serial read-out of the cp5 control panel (real time device parameters and setting recording file) was gathered and analyzed. The analysis confirmed that, during the day of the event, the error message "arterial clamp is defective" was displayed on the s5 control display module. The unit was intensively tested by the authorized livanova field service technician on site. No deviations were identified and the unit was put back in service in its expected function. Through a follow up communication it was learnt that the clamp is still in use at the customer site and has not shown further malfunctions since the date of this reported event. The involved erc was manufactured in 2015 and according to the analysis of the complaints database no further events have been reported in the past. The most probable root cause was a temporary loose connection between the clamp control board and the rotor, solved by manually opening and closing the clamp, may have led to the reported error. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.